Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and high threshold was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. Reprogramming was performed to resolve the issue. The lead remains implanted and patient was in stable condition.